Event description:
It was reported that the stent was partially deployed. A 12x60x120 epic self-expanding stent was selected for use. Upon opening the device packaging, it was noted that the tip of the introducer was bent, and part of the stent was coming out. No complications were reported.

Manufacturer narrative:
Updated fields: h6 - evaluation method codes, evaluation conclusion codes. B3 - date of event: the event date was approximated to (B)(6) 2024 based on the date that boston scientific became aware of the event.

Manufacturer narrative:
Device analysis: the device was received for analysis. A visual examination found the stent of the device to be partially deployed on the delivery system. The inner sheath was kinked at more than one location. No damage or issues were noted with the tip or any other part of the device. B3: date of event: the event date was approximated to 12/12/2024 based on the date that boston scientific became aware of the event.

Event description:
It was reported that the stent was partially deployed. A 12 x 60 x 120 epic self-expanding stent was selected for use. Upon opening the device packaging, it was noted that the tip of the introducer was bent, and part of the stent was coming out. No complications were reported.

Manufacturer narrative:
B3: date of event: the event date was approximated to 12/12/2024 based on the date that boston scientific became aware of the event.

Event description:
It was reported that the stent was partially deployed. A 12 x 60 x 120 epic self-expanding stent was selected for use. Upon opening the device packaging, it was noted that the tip of the introducer was bent, and part of the stent was coming out. No patient complications were reported.